Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range left ventricular (lv) pace impedances greater than 2,000 ohms and increased pacing thresholds. It was reported that the lead configuration was changed from the lv tip to rv ring to lv ring to rv ring, which resulted in normal impedance measurements and good pacing threshold measurements. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.